Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable defib lead, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the unipolar left ventricular (lv) lead was measuring a tip-to-ring impedance of 532 ohms. It was also reported that the "ring" seen on fluoroscopy was probably the crimp that connects the coils. The lv lead remains in use. No patient complications have been reported as a result of this event.